Manufacturer narrative:
The field service engineer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device turns off while on a patient. The device alarmed and rt staff removed patient from unit without incident, no patient harm reported and unknown if unit display was operational or blank, nurse call system was not in use, no medical intervention provided to the patient, nor a delay was noted. No further info is available, verified field correction order power management (pm) printed circuit board assembly (pcba) replacement has previously been completed. Customer requests onsite service to repair the unit. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device stopped. Scheduled onsite service for repair and provided quote. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The investigation is ongoing.